Manufacturer narrative:
Pump was received with intermittent up arrow button response due to flattened button dome switch. Pump received with cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act abd up buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.